Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is scratches on screen. The customer stated she is not able to read the pump screen and pump is functioning as designed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.